Event description:
It was reported that during op checks,volume too high,21.4,21.3 set @ 20mls.

Manufacturer narrative:
Other, other text: additional information was received indicating the issue was found during testing. (Updated h6: event problem patient code), corrected data: updated d1 and d4, model number

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were not found in the ehl (event history log). The customer reported problem was duplicated during the investigation as the pump was found to be over delivering. Root cause of the reported event is unknown. The expulsor assembly will need to be replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.